Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was alleged that the keypad was peeling and the ok keypad button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 02/16/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/01/2017 with the following findings: the keypad cover was lifted at the ok button. All the keypad buttons were responsive during investigation. The keypad cover was removed revealing no contamination under contacts. Investigation did not duplicate the complaint of under responsive ok button. There was no damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, there were two cracks between case seal and the keypad cover.